Manufacturer narrative:
The device involved in the event remained implanted in the patient: therefore, a return sample evaluation is unable to be performed. A gastric ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In the spring of 2025, the patient underwent a gastroscopy which revealed a gastric ulcer caused by the peg tube. The patient was treated with omeprazole and the ulcer resolved. A replacement of the peg tube was scheduled upon admission.